Manufacturer narrative:
Philips has investigated this complaint. The clinical usage of the system is unknown, and patient and the procedural outcome was unknown due to insufficient information. There was no harm to patient/user reported to philips. Philips provided a quote to the customer to have a field service engineer (fse) inspect the system onsite, but the customer cancelled the quote; no device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. H3 other text : on-site evaluation cancelled; no response received for further information.

Event description:
It was reported to philips that the wireless footswitch was not working. No harm was reported to philips. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.